Event description:
Lip bleed [lip hemorrhage]. Catches, nip, cuts - lips [lip injury]. Catches, nip, cuts - mouth, inside cheek [mouth injury]. Catches, nip - tongue [tongue injury]. Painful / sore mouth, cheek [oral pain]. Painful / sore - tongue [glossodynia]. Painful / sore - lip [lip pain]. Head of my toothbrush has become loose - oral-b [device connection issue]. Case narrative: consumer via e-mail reported that the oral-b toothbrush head became loose and caught their cheek, lip, and tongue giving them a nip which was painful and made their lip bleed. No serious injury was reported. 19-oct-2024 follow-up via image: the suspect product lot was 1047786000. No serious injury was reported. 22-oct-2024 follow-up via e-mail: the suspect product was oral-b power oral care refills cross action. The consumer's mouth recovered. No medical professional was contacted. No serious injury was reported. 23-oct-2024 follow-up via image: the suspect product was oral-b power oral care refills cross action eb50. No serious injury was reported. 24-oct-2024 follow-up via digital safety assessment survey: the consumer was a 62-year-old male who also reported that his lip and inside cheek of his mouth was cut but improved. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Manufacturer narrative:
06-dec-2024 product investigation results: product return was received and identified as a non-genuine oral-b product; it was not manufactured under p&g control.

Event description:
Lip bleed [lip haemorrhage], catches, nip, cuts - lips [lip injury], catches, nip, cuts - mouth, inside cheek [mouth injury], catches, nip - tongue [tongue injury], painful / sore mouth, cheek [oral pain], painful / sore - tongue [glossodynia], painful / sore - lip [lip pain], head of my toothbrush has become loose - oral-b [device connection issue] and product counterfeit - oral-b [product counterfeit] . Case narrative: consumer via e-mail reported that the oral-b toothbrush head became loose and caught their cheek, lip, and tongue giving them a nip which was painful and made their lip bleed. No serious injury was reported. 19-oct-2024 follow-up via image: the suspect product lot was 1047786000. No serious injury was reported. 22-oct-2024 follow-up via e-mail: the suspect product was oral-b power oral care refills cross action. The consumer's mouth recovered. No medical professional was contacted. No serious injury was reported. 23-oct-2024 follow-up via image: the suspect product was oral-b power oral care refills cross action eb50. No serious injury was reported. 24-oct-2024 follow-up via digital safety assessment survey: the consumer was a 62-year-old male who also reported that his lip and inside cheek of his mouth was cut but improved. No serious injury was reported. 06-dec-2024 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No serious injury was reported.